Event description:
1 asymptomatic patient with 4 total reported false positive sofia sars results. Patient previously confirmed to be positive for covid and has since recovered prior to testing. Results confirmed as negative with pcr. No known medications taken. Additional mdrs to be filed for each event.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.